Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that inadequate capture and low pacing impedance was noted on the right atrial (ra) lead suspected to be due to non-confirmed insulation damage. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.